Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported by a field representative that a boston scientific pacemaker and an unknown right ventricular (rv) lead had recorded a high, out-of-range pacing impedance measurement of greater than 3,000 ohms. It was noted that the impedance was high when the lead was programmed to the bipolar configuration but was within normal limits when programmed to the unipolar configuration. It was questioned if this lead required replacement. Technical services discussed investigating further by reviewing any stored events to look for noise and performing patient movements to see if noise or jumps in impedance measurements could be provoked. The out-of-range impedance measurements could be due to intermittent contact of the ring in the device header, or a compromised lead. The field representative later reported the physician elected to leave pacing programmed to unipolar and will continue to monitor the patient and device. The manufacturer of the rv lead could not be obtained. No adverse patient effects were reported.